Event description:
Sunrise was notified of an accident involving a platform attachment installed on a walker. The attachment was sold to the end-user on (B)(6) 2006. The user was on the walker for about 3 days when it started to bend. It allegedly continued to flex or bend with each use. On (B)(6) 2006, the pole allegedly broke. It broke while end-user standing outside causing him to fall. Also when the platform broke the end-user did not advise the dealer at the time they replaced it, that the husband had an accident. Also the driver who replaced the product said it looked like it has hit something and broke. The end-user alleging that the metal weak and it started bending within 30 days. They continued to use it when it broke and he fell.

Manufacturer narrative:
The device has some moderate scratches which indicate the device was either loose or worked itself loose. The platform tubing appears to be bent rearward and to the side. The bend/break occur exactly where the support attaches to the walker. This is consistent with the user overbalancing when the walker feet are pinned, then falling, pulling the device with them as they fall.